Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), male patient who was receiving lioresal (also reported as gablofen) 2000mcg/ml at 713.8 mcg/day via an implantable pump for intractable spasticity and a head/brain injury. The patient's concomitant medications were not reported. On (B)(6) 2016, the patient had a pump replacement. The physician aspirated the catheter from the catheter access port (cap) after connecting and it aspirated well. Ten hours later, on (B)(6) 2016, the patient experienced "flagrant withdrawal." The symptoms included increased spasticity, spasms, tremors, itching and a fast heart rate. The patient went to the emergency room (ER) and was admitted to the hospital for two days. They increased the patient's dose to higher than the dose where he had been stable for 6 years and the patient was prescribed oral baclofen 20mg three times a day. The physician believed that everything with the system was fine, but there was a small area of the incision where the edges were not approximated. They were inverted, but there was no indication of infection. A computed tomography (CT) (no t spiral) was performed, but the results were not reported. A dye study was performed on (B)(6) 2016 and everything looked good. On (B)(6) 2016, the physician increased the patient's dose by 10% and the patient was fine. No symptoms of withdrawal then and the itching went away for a few hours. The patient returned to baseline after the trip to the hospital. On (B)(6) 2016, the patient was seen by a physician and several hours after increasing the dose again to 785.3 mcg/day, the patient was having symptoms again. The symptoms included itchy, extreme left hemi spasticity, clonus in the left arm and clonus in the lower left extremity when he ambulated. Potential actions were reviewed; however, none were yet taken. No surgical intervention had occurred and it was unknown if any was planned. The patient's status was reported as "alive - no injury."

Manufacturer narrative:
Analysis of the implantable catheter sutureless connector (serial # (B)(4)) identified coring/tearing/cuts in the cup of the connector, markings on the retaining fingers in the cup, and circular coring in the bottom of the cup. The shape of the coring was consistent with the tip of the connector on the pump. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was clarified that "silicone coming off the pump port" meant that there was damage to the catheter and thus the silicone was coming off the catheter itself. It was peeling back at the connector. It was further confirmed that tissue was growing into the connection between the catheter and the pump and the pump was not the problem. There were no further complications reported at this time.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp via a manufacturer representative. It was reported that "a few months ago," there was a catheter dye study and the hcp was not able to aspirate due to the catheter being kinked because the hcp had sutured the catheter to the pump port when it was implanted, which caused issues with the catheter growing into the tissue and the silicone coming off the pump port, so a revision was performed on (B)(6) 2018. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
2016-04-27 mpxr 343087x4, crts 3387863 (hcp, rep): on 2016-04-27, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6) male patient who was receiving lioresal (also reported as gablofen) 2000mcg/ml at 713.8 mcg/day via an implantable pump for intractable spasiticty and a head/brain injury. The patient¿s concomitant medications were not reported. On (B)(6)2016, the patient had a pump replacement. The physician aspirated the catheter from the catheter access port (cap) after connecting and it aspirated well. Ten hours later, on (B)(6)2016, the patient experienced "flagrant withdrawal." The symptoms included increased spasticity, spasms, tremors, itching and a fast heart rate. The patient went to the emergency room (ER) and was admitted to the hospital for two days. They increased the patient¿s dose to higher than the dose where he had been stable for 6 years and the patient was prescribed oral baclofen 20mg three times a day. The physician believed that everything with the system was fine, but there was a small area of the incision where the edges were not approximated. They were inverted, but there was no indica indication of infection. A computed tomography (CT) (not spiral) was performed, but the results were not reported. A dye study was performed on (B)(6)2016 and everything looked good. On (B)(6)2016, the physician increased the patient¿s dose by 10% and the patient was fine. No symptoms of withdrawal then and the itching went away for a few hours. The patient returned to baseline after the trip to the hospital. On (B)(6)2016, the patient was seen by a physician and several hours after increasing the dose again to 785.3 mcg/day, the patient was having symptoms again. The symptoms included itchy, extreme left hemi spasticity, clonus in the left arm and clonus in the lower left extremity when he ambulated. Potential actions were reviewed; however, none were yet taken. No surgical intervention had occurred and it was unknown if any was planned. The patient¿s status was reported as ¿alive ¿ no injury.¿ 2017-10-29 crts 3664617 (hcp, rep): additional information was received from a hcp via a manufacturer representative. It was reported that "a few months ago," there was a catheter dye study and the hcp was not able to aspirate due to the catheter being kinked because the hcp had sutured the catheter to the pump port when it was implanted, which caused issues with the catheter growing into the tissue and the silicone coming off the pump port, so a revision was performed on (B)(6)2018. There were no further complications reported at this time. 2018-01-30 telph (hcp): no additional information. (B)(6)2018 (rep): additional information was received from a manufacturer representative. The catheter kink and catheter being s sutured to the pump port had been resolved. There were no further complications reported at this time.